Event description:
Customer reported to ams personnel that following a bph treatment with the greenlight hps laser system, the patient's bladder had perforated and was in ICU. The patient could not be extubated following the procedure (from anesthesia) due to the amount of fluid in his abdomen from the irrigation.

Manufacturer narrative:
A patient was treated for benign prostatic hyperplasia using the greenlight hps laser system. Excess irrigant was determined to be accumulating in the patient's abdomen as a result of a perforation in his bladder. (It has been reported that this was the doctor's 4th case.) The surgeon performed "experimental" open laparotomy/general surgery to repair the bladder perforation, and then sent the patient to ICU. The patient developed abdominal swelling (fluid build-up, normal is 3cc, patient was at 32cc) and went back to the operating room. The patient was hypothermic w/90-92. The pt died 12 hours after treatment. A preliminary autopsy was performed. The cause of death has not yet been determined nor the cause of the bladder perforation. The final autopsy report is not available at this time. Neither the surgeon nor the facility reported a malfunction of the laser. Two addstat fibers were used on the case. Neither fiber has been sent to ams for evaluation. A request has been made to facility for fiber return or allowance of ams personnel to have access to the fibers at the site for evaluation. Ams is waiting on the response from the facility. Ams clinical educator contacted the doctor who performed the surgery. The doctor stated the laser operated perfectly, just as it should and that it was not a laser problem. The doctor was not able to give any more details of the procedure due to naval department legal regulations. Ams technical support engineer visited the site on 3/15/2007 to check the laser system. Per our technical suppport engineer, who reviewed the incident report from the site stated the system was being used at 60-80 watts vaporization (120 watts is max for laser system). Ams technical support engineer reported the laser system had no errors in the application mode. Additionally, the system was found in good working order. Evaluation of the laser system log file indicated there were no faults on the day of surgery. Laser system complies with 21cfr part 1040.11(a) (1); an error measurement of no more than 20 percent. The engineering evaluation of the 80 watts on the system determined an error of 17%. Ams was notified on 3/27/07 that naval medical center are considering this a sentinel event and have reported to jcaho and that there investigation is considered to a quality assurance document and protected from discovery, disclosure under title 10 usc 1102. The greenlight hps laser operator's manual states uner "4.4 potential complications and risks: perforation: perforation can occur as a result of excessive exposure to laser radiation. Perforation can also occur from tumor erosion, or as a result of any endoscopic / cystoscopic procedure. To clinically diagnose perforations, patients must be closely monitored post-operatively through physical assessment of clinical symptoms, hematology studies as deemed appropriate, and radiography." Under "4.5 precautions: tissue perforation can occur if excessive laser energy is applied. This can occur through the use of excessive laser power or the application of power for excessive periods of time, particularly on diseased tissue." Ams will send a follow up medwatch when further information is obtained. At this time, the laser is not in use.